Event description:
Routine vad clinic visit. Rvad controller settings date and time reset (1/1/00, 00:00) indicating problem with internal battery. Lvad controller settings date and time also reset (1/1/00, 00:00) indicating problem with internal battery. Both controllers exchanged per heartware recommendations.